Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during an onsite endoscope reprocessor inspection by a field service engineer, that the spring that connects the channel connector on the tub to the scope connector was defective. It was difficult to properly connect the yellow scope connector to the channel connector on the tub. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction: h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the internal spring may have been damaged when the connector in the basin was broken. The connector may have been hit by a hard object or accumulated loose stress, which led to aging deterioration. As a result, the connector was broken. The event can be detected/prevented by following the instructions for use which state: chapter 3 inspection before use. 3.3 inspecting the connectors. Check the following for each connector. - the connector should be fixed firmly. - the o-rings should be free of abnormalities such as cracks, tears, or dents. Olympus will continue to monitor field performance for this device.